Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 42mg/dl, cause was unknown. Customer consumed carbohydrates to address bg level. Additionally, it was reported that the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy.